Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huzb1168 showed one other similar product complaints from this lot number. The complaints for this lot number (huzb1168) have been reported from one u.s. Facility.

Event description:
Facility contact reported that on (B)(6) 2015 the patient was seen in the ed. Family states that when they went to take the patient out of his car seat the day before, they found his broviac to be "leaking medicine and blood." A hole was noted in the broviac so the parents sought assistance at their local children's hospital. After a four hour period at that hospital, the family was told that the hospital could not repair the line and that he would need to be transferred to another hospital. Upon arrival it was noted that the line had not been clamped proximal to the tear in the broviac. Internal and external dissections were noted just below where the large clamp area narrows to the smaller tubing. A splint was applied and then removed as it added too much bulkiness to the repair and increased the likelihood that the baby might pull on it. A peripheral IV was placed in the patient's right hand so that the patient's routine antibiotics could be administered while waiting for the tpa to reestablish patency of the broviac. First attempt at repair was unsuccessful. A second repair kit was used to repair the line. 12/30/2015 - facility contact believes the catheter was occluded from the beginning, stating it "never flushed properly".

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4.2fr s/l broviac catheter. The over-sleeve markings were partially worn. Usage residues were observed throughout the sample. The catheter terminated approximately 4cm distal of the over-sleeve. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. An approximately 3cm length of detached intermediate outer tubing was received with the sample. A longitudinally aligned c-shaped split was evident in the intermediate tubing. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from a split site approximately 0.5cm distal of the over-sleeve. Tactile inspection of the sample revealed tensile weakness throughout the inner tubing. The tensile weakness was particularly severe in the vicinity of the leak. Microscopic inspection of the leak site revealed a longitudinally aligned split. The split occurred within a longitudinally aligned impression. Following longitudinal bisection of the catheter in the vicinity of the split, inspection of the inside surface of the catheter revealed abundant longitudinally aligned fissures. The fissures and the split edges exhibited coarsely granular textures. The multiple fissures were typical of damage caused by ballooning of the catheter material caused by over-pressurization. The outer tubing then burst, causing a characteristic c-shaped split. Such over-pressurization can be the result of flushing against an occlusion or using a too-small syringe. Reference (B)(4) for additional information about this failure type.